Event description:
It was reported via clinic notes that the patient's seizures "have been a little more frequent." Due to this the physician is referring the patient for a replacement surgery due to this. The battery indicator on the generator was stated to be at 25%. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent a generator and lead replacement. It appeared that the dual pin lead was replaced with a single pin lead to accommodate the single pin generator which was being implanted. The explanted lead and generator have been received however analysis has not been completed to date.

Event description:
Analysis was completed on the generator. Upon receipt the generator communicated normally and the battery indicator was at ifi = no. The generator's output signal was monitored for a 24 hour period while the generator was placed in a simulated body temperature environment. During this testing the generator showed no signs of variation in the output signal and demonstrated the expected level of output current. Additionally diagnostic testing results were normal. During analysis it was found that the generator performed to functional specification.

Event description:
Product analysis was completed on the explanted lead segment that was returned. The lead was received still inserted into the explanted generator. It was noted that the lead segment received did not include the electrodes or tie downs. Continuity measurements were taken during decontamination verified an electrical and mechanical contact between the generator and connector pins. No discontinuities were identified in the received portions of the lead. No anomalies were observed and the condition of the lead was typical for the explant procedure.